Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital due to hemorrhage observed on the pocket site post-implant procedure; it was noted that the cause of the hemorrhage was due to implant procedure. The patient was intravenously given antibiotics in order to prevent infection. The implantable cardioverter defibrillator remains implanted. The patient¿s condition was stable.